Event description:
It was reported that the patient had been experiencing the antenna getting hot during recharging. The first time had been over her dressing after implant. It had been tender and sore inside her implant area. No burns were reported but the skin felt very tender inside and it would hurt, and she felt like it was a burn. The implantable neurostimulator recharger (insr) would start beeping and was unable to be turned on or off for a period of time when the recharging antenna got hot. It was currently unresponsive, even when they plugged the insr into the desktop charger (dtc). The patient did not see the safety off thermometer icon. This had happened to the patient 3 times. The 1st time was 2 weeks after implant, the 2nd time was end of (B)(6), and the 3rd time was 2 weeks prior. The patient would charge for 10-15 minutes and the antenna would get hot, and the insr would become unresponsive and would beep. It was also noted that the patient sensed the implant turned on and was strong when driving. Another time when she was getting into her car, she felt the same unexpected stimulation sensation. The issues occurred in (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Upon return of the insr, analysis found the complaint unverified, the oven test tested ok, and the insr temp sense simulator tested ok.

Manufacturer narrative:
Concomitant product: product ID 37751, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).